Manufacturer narrative:
Device received with critical pump error and unable to download, problem isolated to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a open book image. Customer's blood glucose value was 181 mg/dl. Customer received open book image on the insulin pump screen. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was assisted. The device will be returned for analysis.